Event description:
When the surgeon wanted to tighten the nitinol wire, it broke. Since the memobag is used to extract specimen. It cannot be returned.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about reported defect. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the surgeon wanted to tighten the nitinol wire, it broke. Since the memobag is used to extract specimen. It cannot be returned.